Manufacturer narrative:
The handpiece was not tested. However, the system was examined and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The handpiece was manufactured on february 13, 2017. Based on qa assessment, the product met specifications at the time of release. The handpiece was not tested therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that a handpiece was getting hot before a procedure. There was no patient involved.